Manufacturer narrative:
The reported complaint of "when the autopulse platform (sn: (B)(4)) was powered on, the lcd screen remained blank" was confirmed during the functional testing. The root cause for the reported complaint was due to the defective processor board, likely as a result of normal wear and tear. The autopulse platform is a reusable device and was manufactured in september 2007, and it is almost 13 years old, well beyond its expected service life of 5 years. Visual inspection of the returned platform was performed. The front enclosure was observed chipped on the edge, next to a vertical crack running through one of the screw fittings. The root cause for the physical damage could be due to normal wear and tear and/or due to user mishandling. During functional testing, the lcd screen went blank upon powering up the platform; thus, confirming the reported complaint. The defective processor board was replaced to remedy the issue. Unable to download archive data due to the defective processor board. Awaiting customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, when the autopulse platform (sn: (B)(4)) was powered on, the lcd screen remained blank. The platform was tested with multiple batteries to troubleshoot, but the issue was not resolved. No patient involvement.